Event description:
Complaint received as follows: (B)(6) saw pt on (B)(6) 2012, at discharge to change wafer. Reports loop ostomy rod was sutured tightly to skin on all 4 triangle pieces and was so taut that it had snapped into two pieces while on pt. Original surgery was on (B)(6) 2012, for loop ileostomy. Loop rod used was 90 mm in size. Surgeon was notified and sutures and loop rod were removed by (B)(6). Replaced wafer with coloplast 2 piece system. (B)(6) reports no stoma injury; just small wounds where sutures were in place. No specific wound care was ordered. Pt was discharged from hospital that day (B)(6) 2012. From a clinical perspective, this case reflects the danger of a broken piece of the loop rod falling into the abdominal cavity especially during a surgical procedure whilst a stoma is being created. Therefore, the event is considered a serious malfunction because a recurrence could result in serious injury or death and a surgical intervention could be required to prevent either outcome.

Manufacturer narrative:
(B)(4).